Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the moderately tortuous internal carotid artery. A 10.0-31 carotid wallstent¿ was deployed to treat the lesion. However, post stent deployment, severe resistance was encountered when removal of the stent delivery system (sds) from the filterwireez was attempted. The physician lowered the sds outside the patient's body, but the filterwireez also lowered from its original position. The sds was successfully removed from the patient's body while slightly pushing the filterwireez and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent was deployed and not returned. The customer guidewire was returned separate from the delivery device. No issues were noted with the tip that may have contributed to the complaint. A visual and tactile inspection identified distal outer and inner shaft kink 60 mm proximal of the distal tip. The monorail port also appeared to be damaged and there was a build-up of solidified saline solution or contrast media at the exit port. This damage is consistent with excessive force being applied to the delivery system during device use. The outer diameter of the returned customer guidewire was measured at 0.0133 inches. There was resistance at the stent outer, inner shaft kink site as the customer guidewire was being inserted. The customer guidewire could not exit the monorail port due to damage at the port and build-up of solidified contrast media or saline solution. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the moderately tortuous internal carotid artery. A 10.0-31 carotid wallstent¿ was deployed to treat the lesion. However, post stent deployment, severe resistance was encountered when removal of the stent delivery system (sds) from the filterwireez was attempted. The physician lowered the sds outside the patient's body, but the filterwireez also lowered from its original position. The sds was successfully removed from the patient's body while slightly pushing the filterwireez and the procedure was completed. No patient complications were reported.